Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user has high glucose value. Manufacturer contacted customer on (B)(6) 2016 to follow up and customer stated she called the ambulance on (B)(6) 2015 and arrived at the hospital (uab west) about 5:00pm. Her blood sugar was very high-no results given, the customer was given fluids and insulin. The customer went back to the hospital on (B)(6) 2015 (driven to hospital) since she did not have any test strips and she felt her sugar was high. She arrived at 11:00am and her result was over 500mg/dl. Customer was given 2 bottles of fluid and sent home at 3:00pm with a result of 337mg/dl.

Event description:
Customer call states that her meter is giving a lot of e-3 errors and hi blood results. Customer states that she is not feeling well. Customer states she is having a headache and symptoms of dizziness. The customer's expected blood results are 340mg/dl fasting. Reviewed meter memory: 1:hi (B)(6) 2015-9:58am; 2:549mg/dl-(B)(6) 2016-9:41pm; 3:474mg/dl-(B)(6) 2016-1:46pm; 4:347mg/dl-(B)(6) 2016-5:37pm; 5:357mg/dl-(B)(6) 2016-3:35pm. Memory concerns:customer was concerned with the hi result in the meter's memory.